Event description:
Device 1 of 2. Ref MFR. Report: 1627487-2014-12621. It was reported the pt experiences pain at the ipg site. The pt also reported ineffective stimulation and unintended rib stimulation. Reprogramming was done but only provided partial stimulation. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.